Event description:
It was reported that the ventricular assist device (vad) patient visited the emergency room due to shortness of breath and palpitations, it was noted that they had gained 1 kg since last year and was subsequently hospitalized for worsening heart failure. During the hospitalization, the patient experienced aphasia and hemiplegia due to a cerebral infarct. Cerebral hemorrhage was confirmed in the left frontal lobe after the onset of cerebral infarction. The patient was receiving coagulation therapy. During log file review it was noted that there were high watt, suction and low flow alarms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the available autologs report revealed forty four (44) suction alarms logged since 24/dec/2024, six (6) low flow alarms logged since 25/dec/2024, and one (1) high watt alarm logged on 24/jan/2025. Furthermore, two (2) vad disconnect alarms were logged on 25/jan/2025 at 10:55:25 and 11:02:51, indicating a physical disconnection of the driveline from the controller. This is an additional finding, not related to the reported event. As a result, the reported events were confirmed. Based on the information available, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, worsening heart failure, and cardiac arrhythmia, are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the risk documentation and available information, poss ible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to troubleshooting and/or to the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
###A supplemental report is being submitted as additional information has being received for this event and sections have been updated. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced neuropathy. A computed tomography (CT) was performed which confirmed the embolism. It was also noted the patient had peripheral edema due to right heart failure.

Manufacturer narrative:
A supplemental report is being submitted for revision to the codes and product event summary. Product event summary: (B)(6) was not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the available autologs report revealed forty-four (44) suction alarms logged since (B)(6) 2024, six (6) low flow alarms logged since (B)(6) 2024, and one (1) high watt alarm logged on (B)(6) 2025. Furthermore, two (2) vad disconnect alarms were logged on (B)(6) 2025 at 10:55:25 and 11:02:51, indicating a physical disconnection of the driveline from the controller. This is an additional finding, not related to the reported event. As a result, the reported events were confirmed. Based on the information available, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, worsening heart failure, air embolism, right ventricular failure, and cardiac arrhythmia, are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the risk documentation and available information, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to troubleshooting and/or to the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.